Manufacturer narrative:
H3 device evaluation - although information indicates that the product will be returned, it has not been received by the manufacturer. Without the opportunity to examine the device no conclusions can be drawn. Review of device history records found 22 pieces of lot 00672pt released for distribution on (B)(6) 2025 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective action is required. Should the product be received a follow-up report will be filed.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the vault c acdf system. During the placement of the superior screw, an awl was used to initiate the screw trajectory. A screwdriver with a size 14 screw was then used. At this point, the tip of the self-retaining driver (37-in-0060) broke. The fractured tip was successfully removed from the screw. A second screwdriver was then used, allowing for the proper placement of both the superior and inferior screws, both size 14. There was a two-minute delay to the procedure but no injury to the patient as a result of the malfunction.

Manufacturer narrative:
H3 device evaluation - engineering performed a visual inspection of the complaint product. The distal tip of the t8 self-retaining driver, 37-in-0060, is fractured in a plane that is mainly perpendicular to the shaft axis. The cause for the fracture may be due to combined torsional and bending moment loading conditions experienced during this procedure or due to this and prior high loading conditions that may have results in cracks and manifested itself in this failure. The device history record confirms that the 22 piece lot had been inspected and conform to drawing specifications. Root cause is excessive torque on the driver tip causing the breakage during use. The need for corrective action is not indicated at this time however, complaints will continued to be monitored.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the vault c acdf system. During the placement of the superior screw, an awl was used to initiate the screw trajectory. A screwdriver with a size 14 screw was then used. At this point, the tip of the self-retaining driver (37-in-0060) broke. The fractured tip was successfully removed from the screw. A second screwdriver was then used, allowing for the proper placement of both the superior and inferior screws, both size 14. There was a two-minute delay to the procedure but no injury to the patient as a result of the malfunction.